Event description:
On (B)(6) 2011 the lay user/reporter contacted lifescan to report the one touch ping meter's display had black marks on it. The (B)(4) was able to classify the complaint based on the information provided to customer service. On (B)(6) 2011 the patient noted there were black marks on the reported meter's display. During this time period, the patient used a backup meter to test his blood glucose levels, and program bolus doses on the insulin pump. The patient allegedly did not take correct bolus doses, and obtained higher than expected blood glucose readings, no specific results provided. The patient did not experience any symptoms of high or low blood glucose levels. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and did not seek medical attention. The patient was able to test his blood glucose levels using a backup meter. However, as the meter display issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k082590.